Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Intraoperatively the instrument fractured. Surgery delay about 30 minutes.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary the device associated with this report was not returned for examination. Product photographs were not provided. The investigation can not draw any conclusions since the device was not returned for evaluation, and no photographs were provided. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. Device history lot the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.